Event description:
Event description guidant received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage, which was lower than the labeled voltage.